Event description:
According to the reporter, during a rectal prolapse procedure, the staple could not be used and impossible to fire. Surgeon used another device to resolve the issue. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.